Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcs15 did not coagulate. Another instrument was used to complete the case. There was no consequence to the pt.